Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a ruptured thoracic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. The patient had a myocardial infarction with no medical intervention two years ago and a history of hypertension. It was reported that the patient was flown in emergently with a ruptured thoracic aneurysm. The procedure was completed successfully; however, the patient was hypertensive during the procedure and post procedure the patient expired. The physician stated that the patient's heart gave out due to the hypertension.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (death); patient¿s condition affected effectiveness of device ( pre-operatively ruptured thoracic aneurysm); unapproved use of device (stent graft was implanted in a patient for the treatment of a pre-operatively ruptured thoracic aneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured thoracic aneurysm); operational context contributed to event (stent graft was implanted in a patient for the treatment of a pre-operatively ruptured thoracic aneurysm).